Event description:
It was reported that the dexcom g7 lost signal during the night while the user had elevated glucose, the display later resumed on the ilet, and the user declined further troubleshooting and chose not to continue using the ilet; this event aligned with an intermittent communication failure involving the electrical and magnetic subsystem and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected by this event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure linked to the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.